Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. All of the buttons functioned properly and no damage noted in the keypad traces. The connector on the lcd board was locked. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer's mother advised the esc button does not work on the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer was in the hospital as a result of their high blood glucose levels. Customer had ketones, addison's disease, along with high blood glucose levels when they went to the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.